Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to physical and emotional damages from tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient was reported to have a clotted inferior vena cava (ivc). The right groin was prepped, and the right common femoral vein was accessed with a micropuncture set and ultrasound guidance. Angiography demonstrated a clot in the infrarenal inferior vena and in the common iliac vein in addition to pericaval collaterals. A retrievable filter was placed cephalad to the clot just below the level of the renal veins. Mechanical thrombolysis with angiojet was performed in the inferior vena cava and the and common iliac vein, followed by a retavase thrombolysis catheter. The patient did experience an episode of bradycardia which was effectively treated with atropine. The patient tolerated the procedure well and there was no apparent complication. About eight years and ten months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan study indicated for abdominal pain and discomfort. The scan noted an inferior vena cava filter which appears intact with tilting. The degree of tilting is estimated at approximately 10 degrees from the longitudinal axis of the inferior vena cava. Anteroposterior tilting of the filter was also noted. The position is at a midpoint between the two renal veins. The inferior tip of the filter appears to contact the posterolateral wall of the inferior vena cava. There does not appear to be stenosis of the inferior vena cava. No pericaval fluid is seen. No perforation of the inferior vena cava or adjacent organs is demonstrated. Incidental finding included narrowing of the l5-s1 disc space with vacuum phenomenon. According to the information received in the patient profile form (ppf), the patient reports tilting of the ivc filter, becoming aware of this event approximately eight years and ten months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was ivc thrombosis. Angiography demonstrated a clot in the ivc and in the common iliac veins in addition to pericaval collaterals. The filter was placed cephalad to the clot just below the level of the renal veins. Mechanical thrombolysis with angiojet was performed in the inferior vena cava and the and common iliac vein, followed by a retavase thrombolysis catheter. The filter subsequently malfunctioned including tilt of the filter and the resultant symptoms. Approximately 9 years post implant, a CT scan noted the filter is intact and has tilted, there is no ivc stenosis or perforation noted. Incidental finding included narrowing of the l5-s1 disc space with vacuum phenomenon. Per the patient profile form (ppf), the patient reports tilting of the ivc filter and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date).

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an opteasevena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.